Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2019 due to hernia recurrence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/07/2021. Additional information: d3, e1.